Event description:
The customer reported that an 840 ventilator had a loss of communication error message. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacement of the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The customer was advised that a covidien customer support engineer (cse) will need to visit to download the current software. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).